Event description:
This complaint is now reportable based on the analysis completed on 07/14/2006. It was reported that during a coronary drug eluting stenting treatment procedure, the taxus express2 2.75x28mm drug eluting stent would not cross the lesion. The lesion being treated was located in the distal right coronary artery (rca). No pt complications were reported. However, the returned product confirmed stent damage.

Manufacturer narrative:
Following a detailed examination of the entire device no issues were identified that could contribute to the stent damage or would influence the initial difficulties experienced by the physician during his attempts to cross the lesion. Device analysis can confirm that the proximal struts at the proximal edge of the stent were bent back distally. This type of damage to the stent is consistent with the stent getting caught during withdrawal. Following a detailed examination of the entire device no issues were identified that could contribute to the stent damage or would influence the initial difficulties experienced by the physician during his attempts to cross the lesion. One additional complaint has been received for this batch of devices. A review of the manufacturing record for this batch shows that the device met its material, assembly and product specs.